Manufacturer narrative:
Updated information in section a1 and section b5. Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a 68-year-old female in the infectious diseases department and diagnosed with lung infection. (Reference range: overall: 0-32.4, male (21-73 years, 99th percentile), female: 0-15.6 (21-75 years, 99th percentile). Sid (B)(6): initial result = 2626.1 pg/ml, repeat result = <10 pg/ml. No impact to patient management was reported. Update: additional information provided on 26mar2026 with additional patient samples: sid (B)(6) 60-year-old male patient diagnosed with unstable angina: initial result = 1200.3 pg/ml, repeat results with centrifugation = 285.4 pg/ml, 94.2 pg/ml, retest result after fully centrifuged = 21.9 pg/ml, 24.0 pg/ml. Sid (B)(6) 37-year-old male patient diagnosed with hypertension: initial result = 1104.4 pg/ml, repeat result = 14.5 pg/ml . First retest result = 1200.3 pg/ml, repeat result = 13.0 pg/ml. Sid (B)(6) 83 year old female patient diagnosed with low back pain: initial result = 503.3 pg/ml, repeat result = <10 pg/ml. Sid (B)(6) 65 year old male patient diagnosed with fracture: initial result = 2254.0 pg/ml, <10 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 (alinity I stat high sensitive troponin-I) that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I) with 510k/PMA/bla number k202525. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a 68-year-old female in the infectious diseases department and diagnosed with lung infection. (Reference range: overall: 0-32.4, male (21-73 years, 99th percentile), female: 0-15.6 (21-75 years, 99th percentile) sid (B)(6): initial result = 2626.1 pg/ml, repeat result = <10 pg/ml no impact to patient management was reported.